Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Noise was seen on all channels of the patient's implantable cardioverter defibrillator (ICD) which lead to an inappropriate shock. Additionally, following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition throughout.

Manufacturer narrative:
The reported field event of sensing noise and inappropriate hv therapy were confirmed in the lab. The inappropriate therapy was due to the constant sensing noise across all the channels. The device was at elective replacement indicator (eri) upon receipt. The battery performance alert (bpa) was consistent with battery voltage drain as a result of multiple hv activities. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. The root cause of the anomaly was found to be due to a capacitor connection issue in the hybrid.